Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia / premature ventricular contraction ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis. When the physician was attempting to manipulate the catheter, they perforated beyond the ventricle wall they were mapping. They were able to see this happen in real time while mapping on the carto 3 system. The patient's blood pressure remained stable the entire time. A pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was done. The patient was reported to be in stable condition. The physician agreed that the injury occurred when they perforated while mapping. The patient required extended hospitalization (overnight stay) to monitor and patient was discharged next day. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia / premature ventricular contraction ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis. When the physician was attempting to manipulate the catheter, they perforated beyond the ventricle wall they were mapping. They were able to see this happen in real time while mapping on the carto 3 system. The patient's blood pressure remained stable the entire time. A pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was done. The patient was reported to be in stable condition. The physician agreed that the injury occurred when they perforated while mapping. The patient required extended hospitalization (overnight stay) to monitor and patient was discharged next day. Procedural activated clotting time (act) was 268, then gave 4000 of heparin. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 4-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).